Event description:
It was reported that during the robotic sigmoid colectomy, they got all set up, but the device wouldn't fire. The procedure was completed successfully using a like device. They were instructed to the leave the anvil in place and use the new stapler with the old anvil. The anastomotic donuts were checked and looked fine. An air leak was administered and was negative. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.